Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. The complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported that during a laparoscopic gastric bypass procedure, trocars were leaking co2. 1500 liter co2 was used on two insufflators to create any working space. The outer iris valve (not the transparent part but the black part) was inside out. The event occurred when removing a 12mm instrument. This gave an open view from the outside trocar into the abdomen and therefore a massive co2 leak. It is unknown how this procedure was completed. These trocars were very dirty with blood, not cleanable and thus thrown away. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). The returned product has been identified as part of the voluntary recall of endopath xcel with optiview technology.